Event description:
2000, pt implanted with bifurcated graft. There were several difficulties in gaining access and positioning the device due to the tortuous nature of the aorta and iliacs. Angled glide wires and catheters were utilized and implant was successful. Nine days later, pt admitted for sbo, weakness, and ecchymosis, as well as constipation and black stools. Hbg was 7.1, so she was given a transfusion. Five days later, CT showed a fluid collection in the left inguinal area, also seroma hematoma anterior to the right common femoral artery with 2 punctuate gas bubbles that may be infected. Blood and stool tested negative. Treated with antibiotics. Eleven days later, pt admitted for weakness, fatigue, and diarrhea. She was dehydrated with 101 temp. Pt responded to lomotil. All cultures were negative. Next month, admitted with malaise, not feeling well. Incised/drained lower left abdominal abscess of grossly purulent material which grew staph aureus, non-mrsa. Two months later, pt continues to have drainage from left groin. Pt reopened to a second deeper cavity. No purulent drainage anywhere; however, small amount of packing or gauze was removed. Cavity packed open. 2005, pt admitted with seizure episode. She is dnr. Comfort only. Note: aaa leaking, but elected not to repair. No further info available.

Manufacturer narrative:
Notification of events was received from the law firm as result of a claim.